Manufacturer narrative:
H10: per the information obtained from the customer, deviation from instructions for use was not found. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was found to be contaminated. The device was sampled, and identified greater than 20 cfus of stenotrophomonas maltophilia (kocuria rhizophila) from the instrument / biopsy /suction channel. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.